Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The evaluation began with the testing of a retained kit of the architect hiv ag/ab combo reagent, list number 4j27-30, lot 92831hn00, which contains identical bulk reagents as lot number 92823hn00. To evaluate the sensitivity of the reagent lot three hiv-sensitivity specimens were tested, showing normal performance without (B)(6) results. Next, two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9018) were tested to assess the clinical sensitivity of the current assay. All results met specifications with control material testing within typical ranges. Then a review of in-house stability data of lot number 92823hn00 was performed to evaluate the specificity of the reagent. All results met specifications. The architect hiv ag/ab combo reagent package insert (list number 4j27) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current evaluation, it has been determined that the architect hiv ag/ab combo reagent, list number 4j27-20, lot number 92823hn00, is performing acceptably with regard to sensitivity and specificity. A product malfunction was not identified. Catalog number size code changed from 4j27-25 to 4j27-20. Evaluation method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). After the evaluation was approved and closed, the customer sent one sample from the patient in question for evaluation. The results are as follows: the returned specimen ((B)(6)) was tested with retained material (reagent kit stored at abbott laboratories) of architect hiv ag/ab combo reagent ((B)(4)) and a reactive result was obtained ((B)(6)), comparable to the value obtained at the customer site ((B)(6)). The patient sample generated a (B)(6) result with the (B)(6) test. The sample generated a clear (B)(6) result on the (B)(6) test. The patient sample generated an indeterminate result on the (B)(6) test. The sample was exhausted at this point and no further testing was performed. On the basis of these current results, the patient sample is not (B)(6) as a (B)(6) result was obtained with the architect hiv ag/ab combo assay. These additional results do not change the outcome of the initial evaluation of the retained material of the reagent lot (B)(4). The architect hiv ag/ab combo reagent, (B)(4), is currently meeting its safety, effectiveness, and label claims. A product malfunction was not identified. Method: patient sample submitted for evaluation.

Event description:
The customer reports that one patient sample generated a (B)(6) result of (B)(6) with the architect hiv ag/ab combo assay. The result was questioned and the sample retested with a (B)(6) result. (B)(6) testing of this sample was (B)(6). There is no impact to patient management reported.